Event description:
The complainant reported that during the impella cp placement, when the guidewire was removed, the impella cannula kinked under the outlet. A suction alarm occurred, and the impella was exchanged. The patient survived.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product damage (cannula kink): clinical states that after the guidewire was taken out, the cannula appeared to be kinked near the motor housing of the pump. Pump was not returned for investigation. Therefore, the root cause of the product damage issue was a cannula kink but the reason for the kink is unknown since pump was not returned for investigation. Low pump flow: clinical states that after the guidewire was taken out, the cannula appeared to be kinked near the motor housing of the pump. Initially no flow, then suction at p2 with 1l flow. Pump was not returned for investigation. Data logs were not returned as well. Therefore, the root cause of the low pump flow issue was most likely a kinked cannula as per the clinical information provided but rest of the details are unknown.